Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/05/2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.